Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the pump's black box showed multiple replace battery alarms due to a discharged battery being used. There was an unacknowledged call service 162 warning for 14 hours leading to consecutive pump reboot events is observed on 12/27/2014. The battery cap was measured to be within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump alarmed with a call service 064 alarm during the load step.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.